Manufacturer narrative:
(B)(4).

Event description:
The patient has 2 scs systems implanted. Device 1 of 2. Reference MFR. Report#: 1627487-2016-02720. It was reported the patient felt stimulation therapy in the incorrect location. As such, the patient underwent surgical intervention where the physician unplugged his two existing model 3186 leads (devices remain implanted) and implanted two new model 3186 leads.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02720. Follow-up information revealed the patient has effective stimulation coverage postoperative. Surgical intervention resolved the reported issue.